Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that when he filled up it up, it doesn't read correctly. The customer reported that he would put 300 and then it would say empty reservoir but there would be still be insulin in the reservoir so he override it to use the insulin. The customer was advised to change set. The customer wants to see about getting a new insulin pump.